Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va04kkk, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient's implant was removed three months after implant due to having pain when sitting, and the lead was still left in place. The patient later reported they needed an MRI because they had serious back problems and back pain due to the implant, which had gotten so bad that the patient couldn't walk or sit. The patient's hcp was not sure if the back pain was related to the device or therapy because all they had done was take an x-ray. They mentioned their system had been removed because it was causing them back pain, after the device had been removed the pain had gradually gotten worse, and the system was only partially removed as the stimulator was removed but part of the lead had been left inside their body. The hcp had told the patient that they had removed the whole system, however, when the patient got an x-ray it showed part of the lead was left in. The patient requested a manufacturer representative (rep) contact them and requested MRI guidelines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.